Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Event description:
Patient reported ¿right side totally ruptured¿ and "caused an autoimmune response as a result of the toxic chemicals leaking freely into {patient's}body." The device has been explanted.

Manufacturer narrative:
Information contained in this record was previously submitted through psr on 22/apr/2019. The reason for reoperation was rupture. Further information from the reporter regarding the events, product, and patient details have been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported ¿right side totally ruptured¿ and "caused an autoimmune response as a result of the toxic chemicals leaking freely into {patient's} body." The device has been explanted.